Event description:
It was reported that after tying sutures, an attempt was made to rotate the valve using the sjm rotator, the valve was difficult to rotate and a leaflet dislodged. The valve was replaced with a smaller, 19mm sjm valve.

Manufacturer narrative:
The results of this investigation indicated the orifice and leaflet surface damage was most likely caused by some external force which overstressed the carbon material and resulted in the damage. There was no evidence found to suggest the rotation difficulty, leaflet dislodgment, and the orifice and leaflet surface damage were due to an intrinsic defect in the valve, as supported by the review of the valve's device history record and the testing performed.